Manufacturer narrative:
Correction information was provided in b.2 and h.11. Upon further review of the reported information, following submission of the initial report, this event posterior capsule opacification (elschnigs pearl formation in the periphery) does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. Eval method codes (b17) has been updated to (b20). Additional information was provided in section b.5., and h.11. FDA product codes(a0409) has been updated to (a24). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating based on recent visit of patient surgeon stated lens was not opacified and has recommended to proceed with yag.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, posterior capsule opacification, calcified lens. Laser yag assessment showed trace pco, lens appeared calcified. Additional information was received stating elschnigs pearl formation in the periphery. Excimer laser enhancement has received with very good outcome. Subsequently, he was discharged there are two medical device reports associated with this patient. This report is associated with the left eye.